Event description:
Boston scientific crm received information that the cardiac resynchronization therapy defibrillator (crt-d) was electively removed from service due to normal batery depletion. It was observed upon explant that thia transvenous right ventricular (rv) rate/sense and left ventricular (lv) leads had been switched in the device header. There were no reported adverse patient effects associated with this clinical observation.

Manufacturer narrative:
To date, information suggests that the crt-d has not yet been returned to the boston scientific crm post market quality assurance laboratory for analysis purposes. This rv lead and the lv lead remain actively in service. If new information becomes available, this report will be further evaluated and updated.